Manufacturer narrative:
The tech found the trend springs were frozen and would not move. He replaced the trend springs to repair the bed.

Event description:
Info received indicates the bed could not be placed into either trendelenburg.